Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Will not be returned to manufacturer.

Event description:
Customer reportedly received results of 20.7 mmol/l and 4.3 mmol/l within 10 minutes on the mobile system. Low blood glucose symptoms were reported with these results. No adverse event related to the device was reported. Requested return of suspect device, however customer returned only the meter.